Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed battery out limit. The customer was unable to clear the alarm because the buttons were unresponsive. The customer's blood glucose was 8.0 mmol/l. The customer was advised that the insulin pump needs to be replaced. Nothing further was reported.